Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a firmware system upgrade the pulse generator went into back-up vvi mode. The device was downloaded successfully. No further attempt was made to upgrade the firmware. The patient would continue with normal follow-ups.